Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, out of range pacing impedance and low sensing was noted on the atrial lead. During a lead revision for dislodgement of the ventricular lead, the atrial lead was explanted and replaced and the patient was in stable condition.